Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left gel bleed, pain, discomfort, and granuloma explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent primary breast augmentation with an unknown size unknown gel implant and experienced gel bleed, pain, discomfort, and granuloma on her left side postoperatively confirmed via mammogram and ultrasound. As a result, the device will be explanted on (B)(6) 2021.